Event description:
It was reported that the user experienced hyperglycemia after a meal while using the ilet system, with a fingerstick glucose of 398 mg/dl and subsequent values trending down into the 350 mg/dl, the cause was unclear and troubleshooting was completed. Investigation of this case revealed no device malfunction or component failure was identified based on the information available, and the event was attributed to hyperglycemia of unclear cause with the device continuing to function and glucose trending downward. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.